Event description:
The following was reported to gore: on (B)(6) 2026, a patient underwent a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) procedure. During this procedure, the left renal artery (lra) was not pre-dilated. Two gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) devices were implanted successfully in the lra. On (B)(6) 2026, the physician reported the proximal lra was found to be occluded. Reportedly, the lra had a pre-existing medtronic endurant stent. The vbx device had a v-shape, and on imaging, it appeared the vbx stent was caught on an endurant strut during deployment, causing the abnormal shaped of the vbx device. As reported, there has been no intervention performed.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b20: the device remains implanted and was therefore not available for analysis. No images enabling direct assessment of product performance were returned for evaluation. H6 - code f28: device was misshapen due to another non-gore device during implant. Consequently, artery occlusion occurred. IFU gore® viabahn® vbx balloon expandable endoprosthesis directions for use state: when using multiple endoprostheses to treat multiple lesions, it is recommended, wherever appropriate, to first treat the lesion that would obviate the need to cross the first endoprosthesis when placing the second or subsequent endoprosthesis. This would reduce the chance of disrupting or damaging the endoprostheses. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.